Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the hcp was conducting a refill and observed a drug amount greater than expected when conducting the refill on (B)(6) 2016. It was noted the patient was symptomatic. The cause was unknown and the patient was being referred to a doctor for evaluation. The issue was not resolved and the patient was noted to be "alive - no injury". The plan was to troubleshoot first and see if the issue could be resolved without surgical intervention.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the reservoir discrepancies were unknown, just noted at explant.

Manufacturer narrative:
Product ID: 8703w, lot# l82369, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the hcp was conducting a refill and observed a drug amount greater than expected when conducting the refill on (B)(6) 2016. It was noted the patient was symptomatic. The cause was unknown and the patient was being referred to a doctor for evaluation. The issue was not resolved and the patient was noted to be "alive - no injury". The plan was to troubleshoot first and see if the issue could be resolved without surgical intervention. (B)(4): information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 650 mcg/day via an implantable pump for intractable spasticity. On 2016-nov-28, it was reported that the patient¿s pump and catheter were replaced on (B)(6) 2016. After the patient¿s first pump refill showed a reservoir volume greater than expected, a second check on the reservoir volume two weeks later yielded a similar incorrect reservoir volume. The patient was placed on oral baclofen after the second reservoir check as the patient had increased spasticity. At the explant, the reservoir was checked and accurate to the expected amount. The medication dosage was lowered to 96.1 mcg/day at replacement and oral baclofen was continued. Additionally, the catheter seemed intact at replacement but was broken while trying to remove it. A partial catheter segment reportedly may have remained in the flank area of the patient. No booties were present around the sutureless connector pin. The issue was considered resolved. The patient¿s concomitant medications included oral baclofen at an unknown concentration and dosage.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l82369, implanted: (B)(6) 2000-, product type: catheter. (B)(4).

Event description:
Additional information received on 2017-mar-17 from a healthcare professional reported on (B)(6) 2016 patient presented with a chief complaint of baclofen pump revision. Patient has cerebral palsy and a baclofen pump that was placed in 2006. It was revised in 2013 for battery failure. Over the past 6 months the patient's mother has noted increased spasticity and pain. They recently moved and have started establishing care with healthcare professional (hcp) in the area. Patient's pump was due for refill recently but at that time was noted to have a high amount of residual baclofen. It was noted the patient has been sent here for consultation on baclofen pump replacement. The patient has been started on baclofen 20mg by mouth twice daily and the current pump setting was 500mcg/day. The patient's allergies include adhesive tape-silicones (blisters) and reactions was unknown. The patient's parent denied any further family medication history, and patient had negative history of anesthesia. The patient's marital status was noted as single and the patient is fully disabled. The patient has never smoked, and never used tobacco, alcohol, or drugs. Review of systems (per mother): neurological: denied headache, general: denied fever, chills, weight loss, eyes/ears: denied hearing loss, vision loss, neck: denied neck stiffness, denied decreased rotation of movement (rom), pulmonary: denied shortness of breath or difficulty breathing, cardiac: denied chest pain, leg claudication, gastrointestinal: denied abdominal pain musculoskeletal: positive joint pain, and denied joint inflammation. The patient's vital signs are as follows: (B)(6) the patient is wheel chair bound and has significant extremity contractures. The patient was able to answer some questions with sounds/simple words. Musculoskeletal: the patient's all four extremities with severe spasticity and contracture. The patient's diagnosis included infantile cerebral palsy (hcc) and baclofen pump failure, initial encounter. It was noted patient presented with suspected baclofen pump failure currently on oral baclofen. The patient's baclofen pump was suspected to be in failure given the worsening spasticity and pain over the past 6 months. The risks and benefits of a baclofen pump revision/replacement were discussed with the patient and patient¿s mother. The specific risks including but not limited to bleeding, infection, csf leak, nerve damage, spinal cord injury, damage to back/abdominal structures, need for reoperation, stroke, coma, and even death were discussed. The patient and his mother understand these risks and agree to proceed with surgery. The patient will be scheduled for the next available date. Procedures notes from pump replacement were as follows. The patient was brought into the operating room and placed supine on a regular table. The patient was intubated by anesthesia. The patient was carefully rolled left lateral decubitis on a bean bag and all pressure points were adequately padded. The skin was cleansed thoroughly with alcohol. The patient was then prepped and draped in the standard fashion. C-arm was used to localize an incision over the lower lumbar spine at the entry site of his prior catheter. A 1o blade was used to make the incision and plasma blade was used to take the incision down to fascia. The abdominal incision was opened in the same fashion. The pump was found in scar pocket without any stay sutures. The pump was removed and the catheter was removed from the intrathecal space. A small amount of residual catheter was likely left in the tract connecting the lumbar to abdominal wounds. The lumbar needle was successfully passed through dura with good cerebral spinal fluid (csf) return one level inferior to the prior entry point. The catheter was then passed up to the t8 level using c-arm. The stylet then the needle were removed. The manufacturing anchoring system was then used to tie down to fascia. Good csf flow from the end of the catheter was visualized. A tunneling rod was then passed from the back incision to the abdominal incision. The catheter was passed through the tunneling device, then the tunneling rod was removed. The catheter was trimmed then attached to the pump. The pump was placed into the abdominal wound and 4 stay sutures were placed. The extra tubing was placed underneath the pump in loops underneath the hardware. Hemostasis was achieved in both the abdominal and back incisions. Copious amount of antibiotic irrigation were used to wash out the wounds. Vancomycin pow der was sprinkled into the wounds. On the back, 2-0-vicryl was used to close fascia. 3-0 vicryl deep dermals were placed followed by a running 4-0 monocryl on the skin then surgical glue. On the abdomen, 2-0-vicryl was used to close scar pocket followed by 3-0 deep dermal vicryls. Running 4-0 monocryl was placed then surgical glue. The patient was carefully rolled back to supine and was extubated by anesthesia. The patient was awake and mae prior to transfer to pacu. No further complications were reported/anticipated. Patient's medical history included: cerebral palsy ((hcc) never ambulatory), periventricular leukomalacia scoliosis, aspiration into airway chronic constipation, epilepsy (hcc), protein, urine, abnormal presence (per patient's mother). Past surgical history included: cholecystectomy (2015), orthopedic surgery (harrington rod), ent post operative order set (ligation of salivary gland ducts to reduce drooling), endo, peg replacement, pump IV (baclofen pump),release forearm/hand tendon(bilateral), orthopedic surgery of the foot (bilateral), periventricular leukemia, sacral (sacral resection), colonoscopy on (B)(6) 2016 (procedure: colonoscopy flexible; service: endoscopy gi; laterality: nia), colonoscopy on (B)(6) 2016 (procedure: colonoscopy flexible; service: endoscopy gi; laterality: nia). The patient's medication list from all office notes listed included polyethylene glycol (miralax) 17 gram, risperidone (risperdal) 0.5 mg tablets, clonidine hydrochloride (hcl) (catapres's) 0,1mg tablet, diphenhydramine hcl 12.5mg/5ml liquid, famotidine 40mg/5ml (pepcid 40mg/5ml) suspension, lisinopril (prinivil) 10 mg tablet, hydrocodone-acetaminophen (norco 7.5) 7.5-325mg tablet, and baclofen (lioresal).

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found no anomaly with the device. The catheter was returned for analysis. Analysis of the catheter found no significant anomaly, however it was noted that the catheter was incorrectly assembled or sutured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.